Manufacturer narrative:
Device evaluation: the pump was returned with a display that was dim and orange.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display issue. It was reported that the display was dim and discolored. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.